Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The esc and act buttons on the insulin pump had no button response due to flattened dome switches. No unexpected button error alarms noted during testing. Displacement test was not performed due to the keypad anomaly. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot, and missing end cap sticker.

Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer's blood glucose was 198 mg/dl. No additional information provided.